Event description:
The oximeter was being put on a pt when it froze up. The unit would not respond to power off or any other controls on the unit. The oxygen saturation display read 8/88, the pulse rate diplay read 8/88, the system status read hello, and the pulse indicator remained fully illuminated. These displays remained unresponsive to anything rptr did. The unit was unplugged and when the internal battery wore down, the displays went off. Once this happened the unit was plugged into a/c and appeared to function normally. This was the second time this occurred with this unit. After the first time, it was sent to the MFR for repair. It worked fine about a month before the problem recurred.